Event description:
It was reported that following an upgrade implant procedure, the patient experienced phrenic nerve stimulation the evening of the procedure. Programming changes in multiple vectors were attempted but all resulted in stimulation, not tolerated well by the patient. The left ventricular (lv) lead was temporarily programmed off. The lv lead was explanted and replaced. The patient remained stable throughout the procedure.